Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
The affiliate reported: the device was implanted via l-p shunt at the beginning of 2014. Doi and the initial setting pressure were unknown. It was noted fluid did not flow through the device after a few weeks of implantation. The valve revision was conducted on (B)(6), 2014 and the setting pressure at the revision was unknown.the kind and the setting pressure of the replaced valve are not informed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records confirmed that this device conformed to the required specifications prior to distributions. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.